Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported patient reaction. Email verbatim: received via : email. Dr (B)(6) (surgeon-ortho) was trialing surgiphor and one of his patients got an infection. Was superficial possibly will resolve without major surgery. Surgeon did make the comment when contacted by phone that it possibly had nothing to do with surgiphor, but it was the only variable that has changed in his practice. Found out about incident through another rep being at the facility on (B)(6) 2022 and seeing a message on the surgery board stating dr (B)(6) no longer wanted surgiphor used during his cases. I sent him a text (B)(6) 2022 to inquire about the reason why and he had chosen not to continue to use the product. Dr (B)(6) called me back later that afternoon and explained that he had a patient that had gotten an infection.